Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the ventralex st. (Device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the ventralex st. (Device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿the hernia sac was excised and a ventralex st (device #1) was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex st (device #2). Per operative notes, ¿the previous scar and the hernia sac was excised. The previously placed mesh (device #1) had separated along the right side. A ventralex st (device #2) was placed and sutured and the remaining fascia and mesh (device #1) were then closed over the repair with sutures.¿ attorney alleged that the patient had adhesions, scar tissue, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralex st, patient was diagnosed with hernia recurrence, scar tissue, pain and mesh migration. The instructions-for-use supplied with the device lists hernia recurrence, pain and migration as possible complications. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4 (product catalog no, UDI no), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.